Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes customer found a different color cap. The following information was provided by the initial reporter. The customer stated: green steel tube instead of purple tube in set.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photograph was received from the customer in support of this complaint. Evaluation of photo indicated an incorrect cap (green) had been applied to the edta tube (pink cap). 100 retained samples were visually inspected, no incorrect color caps were found. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. Bd was not able to identify the exact root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3 other text : see h.10.